Event description:
It was reported, that the patient was presented for a follow-up in clinic. Upon interrogation, it was noted, that the atrial lead exhibited failure to capture and under-sensing. Upon further investigation, via x-ray imaging. The atrial lead was pulled back and dislodged. The physician tried to reposition the atrial lead. However, the helix mechanism was damaged. The atrial lead was explanted and replaced. The patient was in stable condition.